Event description:
Hcp reported "pump no longer flows correctly - insufficient flow. Cannot use for chemotherapy." The device was not returned to the MFR. A follow up report will be sent when additional information is received.